Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that during an ablation procedure, the patient reported getting "something like a shock" during the procedure. It cannot be excluded that the "shock" felt during the ablation procedure was caused by therapy delivered by the device. The device remains in use. No further patient complications have been reported as a result of this event.